Event description:
Info received on 1/27/2000 pt said device "hasn't worked since about a year...it progresively failed...pump bulb does not refill...the fluid has leaked out into the body...when you try to squeeze the pump bulb, nothing happens." Pt also said that "tubing seems to be twisted and rubbing against the cylinder." Additional info received on 4/23/2001 indicates, on event date the ambicor device was removed from the pt and an ipp device was implanted due to erosion.